Manufacturer narrative:
B5: additional patient injury and procedure information. D4: complete UDI number was added. H3, h6: siemens healthineers has completed the investigation of the reported event. Siemens healthineers experts analyzed the images generated during the patient¿s examination. The complete examination of the patient¿s prostate lasted 24.3 min with an active scanning time of 16.7 min. No abnormality was found which would indicate a system malfunction. The complete measurement was performed in the first level operating mode. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 65.3 % of the first level mode limit. The applied rf in this case should not represent a risk under normal circumstances and scan conditions. According to the questionnaire, no distance cushions were used during the examination. The system and the used rf coils were checked by our service engineer and found to be in specification, except for some qa tests that are not related to the patient heating. The failed qas will be addressed by local service. In summary no hardware or software problem was found which would explain the burns on the patient¿s inner thighs. Due to the location of the burns and the information that no distance cushions were used during the examinations, we conclude that the root cause is most likely skin-to-skin contact between the patient¿s inner thighs. The formation of rf current loops based on skin-skin contact might lead to more injuries and should be avoided by using distance cushions. This effect and the preventive measure are described in the magnetom family operator manual ¿ mr system and coils, syngo mr xa51. This complaint has been closed. No further action is deemed necessary.

Event description:
Additional information: the patient sustained blisters on the upper, inner thighs. The event occurred during a prostate examination.

Manufacturer narrative:
E1: the facility contact name, phone number, and email address were not provided for reporting purposes. H3, h6: siemens healthineers has initiated an investigation of the reported event. The investigation is ongoing. A supplemental report will be submitted if additional information is obtained upon the completion of the investigation. H6: code 4756 was utilized for component code because not enough information was provided to siemens to determine what system component, if any, may have contributed to the complaint event.

Event description:
Siemens healthineers was notified of a potential serious injury associated with the magnetom sola system. According to the received information, a patient was sustained a second degree burn during an MRI examination of the legs. It was stated that medical treatment was necessary; however, the type of treatment was not reported to siemens healthineers. The facility provided a picture of the patient¿s burn, and it was reviewed by a siemens healthineers medical officer. The medical officer stated that the burn appeared to have been grade 2b and medical intervention could have been necessary. Additional information regarding the provided medical intervention and the current health status of the patient has been requested and is pending receipt by siemens healthineers.